Manufacturer narrative:
The tech found the siderail won't latch due to a bent siderail end tube which separated from the top rail. The tech replaced the siderail end tube to repair the stretcher.

Event description:
Info received indicates the right siderail will not stay up.